Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, fourteen clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported by that during a laparoscopic cholecystectomy procedure, the clips didn´t close. No further information. No consequences for the patient.

Manufacturer narrative:
(B)(4).